Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1719 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recq1719 ) have been reported from the same facility in (B)(4). Device not received.

Event description:
It was reported that the guidewire had kink. It was stated that a kink was noted on 3 guidewires. This report addresses the third of three devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a bent component is confirmed to be related to the use of the device. Multiple kit components from a 24cm dl niagara dialysis kit with a label for pn:5593150, ln:rebz1686 were returned for investigation. The components included an introducer needle, two dilators, stiffening stylet, guidewire, and the guidewire hoop. Use residue was observed on the samples. The guidewire was observed to be looped into a partial knot. No kinks were observed on the guidewire. The stiffening stylet was observed to be curved and have a bend 7.5 cm from the distal end. Based on the condition of the stiffening stylet returned, likely contributing factors include advancement against resistance and patient anatomy. Since the stlyet was observed to be bent and is likely to be the component implicated in the complaint, the complaint is confirmed to be related to the use of the device. A lot history review (lhr) of recq1719 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recq1719) have been reported from the same facility in (B)(6).

Event description:
It was reported that the guidewire had kink. It was stated that a kink was noted on 3 guidewires. This report addresses the third of three devices.